Event description:
Caller states customer tested 128 mg/dl on mobile system 1. Following this result she was given "berlinsulin" h basal insulin and a few minutes later tested 50 mg/dl on mobile system 2. Caller states the customer became hypoglycemic 5-10 minutes after the reported results. She had fallen over and was unresponsive. An emergency physician was called, and customer tested 28 mg/dl 15 minutes later; she was taken to the hospital and treated with an injection and infusion of glucose. The customer's condition improved and she was sent home later that day. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Additional information was received regarding the timing of all of the blood glucose results to the event.

Event description:
Caller states customer tested 128 mg/dl on mobile system 1. Following this result she was given berlinsulin h basal insulin and a few minutes later tested 50 mg/dl on mobile system 2. Caller states, the customer became hypoglycemic (time between the results and hypoglycemia is not known). An emergency physician was called, and customer tested 28 mg/dl; she was taken to the hospital and treated with an injection and infusion of glucose. The customer's condition improved and she was sent home later that day. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 1.